Event description:
On april 22, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was not powering on. The pt tests her blood glucose 4 or more times a day. She manages her diabetes with self-adjusted insulin (unk type). The pt indicated that the alleged meter issue started on the day before, at 8:00-9:00 pm. As a result of the reported issue, the pt skipped a dose of 15 units novolog insulin. At an unspecified time after the issue began, the pt developed symptoms of feeling like her blood glucose level was dropping. The one touch customer advocate (otca) noted that if the pt does not take a medication, she develops hypoglycemia. It is not known what medication the pt was referring to. The otca also noted symptoms of shakiness but it is not clear if the pt actually felt shakiness after the alleged meter issue began. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: what date/time the symptoms developed, what symptoms the pt actually had, and what actions she took before and after the symptoms developed. In addition, it would have been helpful to know the details of the pt's diabetes mgmt regimens, if the pt tested after the reported meter issue began, when the pt last tested on the device before the issue began, and what the result was. The otca noted that the meter would turn on with test strip insertion. However, the meter would not turn on by pressing the power button. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms of hypoglycemia after the alleged meter issue began. It is not known if the pt was able to test her blood glucose during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.